Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed for this incident by the field service engineer. No malfunction was determined and however minor adjustments or calibrations were performed. Probable cause was identified as user settings/calibration. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: unknown at the time of this report. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the system went to 'end case' during procedure in phacoemulsification mode and shut down. No further information was provided.